Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damage insulation of the conductor wire to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire's insulation. The instrument passed the electrical continuity test. There are some wires exposed within the insulation of the conductor wire. The root cause of this failure is attributed to component failure. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.078¿ - 0.121" in length and were not aligned with the tube axis. The root cause is typically attributed to the user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). The alleged event occurred on the 5th use of the instrument. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. Verification of the procedure name could not be performed due to the instrument was never used in an actual procedure on the reported event date of (B)(6) 2021. This complaint is being reported due to the following conclusion: it was alleged the insulation on the conductor wire was peeling on the fenestrated bipolar forceps instrument. Failure analysis confirmed the instrument had insulation damage on the conductor wire and the internal wires were exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had peeling on the coating of the conductor wire. The inner core wire was found exposed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.